Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Concomitant product added in section d10 device was involved in the event and did not defect involved component, which is not causal for the event: article: (B)(4) - nasal speculum, for children, 13 cm, lot: ff03, product returned on: november 10,2025. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported no defect description was provided for this case. But the technical inspection of the device showed that 3 loops were broken at the distal end. No negative impact in state of health reported. Cross reference MDR: 9610617-2025-02295, 9610617-2025-02296.